Event description:
It was reported that the subject device had a leakage sound and display fluctuations issues. The event occurred during routine inspection by the customer. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: first pressure reducer failure, and the tube cannot be connected due to the deformed screw thread of the k-connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation there was a gas leakage sound due to a failure of the first pressure reducer. The most probable cause for the complaint and the newly identified malfunction mentioned above is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.